Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent to biomed with flow errors. It was determined that the device had a failed circulation pump. They requested a quote for 2000-hour service. Normothermia started around 5am this morning using s/n (B)(6). They were getting alert 2 (low flow). Flow 0lpm, inlet pressure(ip) -0.0psi, circulation pump command(cpc) 100 percentage, pump hours 2668.4, system hours 2809.4. Stopped therapy, emptied and disconnected pads. Placed device in manual mode. Flow and inlet pressure(ip) remained 0. Cpc remained 100 percentage. Asked nurse to tag for biomed labeled no flow and change to another means of cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent to biomed with flow errors. It was determined that the device had a failed circulation pump. They requested a quote for 2000-hour service. Normothermia started around 5am this morning using s/n (B)(6). They were getting alert 2 (low flow). Flow 0lpm, inlet pressure(ip) -0.0psi, circulation pump command(cpc) 100 percentage, pump hours 2668.4, system hours 2809.4. Stopped therapy, emptied and disconnected pads. Placed device in manual mode. Flow and inlet pressure(ip) remained 0. Cpc remained 100 percentage. Asked nurse to tag for biomed labeled no flow and change to another means of cooling.